Manufacturer narrative:
Visual, dimensional and functional analysis was performed on the returned device. The reported difficult to insert was confirmed. The stent was partially exposed (not flowered). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation determined that the reported difficulties were likely related to procedural circumstances. It is likely that interaction between the distal sheath of the absolute pro and the introducer sheath caused the reported difficulty inserting and the noted damage (wrinkles) to the distal sheath. It may be possible that the introducer sheath was kinked or bent contributing the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na

Event description:
It was reported that the procedure was performed to treat a lesion in the left and right iliac arteries. A non-abbott 6f sheath was used along with a 10x60mm absolute pro self-expanding stent system (sess), and the stent was implanted in the left iliac artery. Another same size absolute pro sess was being used but had difficulty being inserted into the non-abbott sheath. An unspecified same size stent was used to successfully complete the procedure in the right iliac artery. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis identified that the stent was partially exposed (not flowered). No additional information was provided.